Event description:
We were investigating the possibility of tubing misconnections with clinical staff and found that it is physically possible for a mainline IV set (smartsite infusion set from carefusion, ref# 2426-0500) to be directly connected to the epidural catheters listed above. While no event actually occurred, we are concerned that there is no physical incompatability. It is possible that a physician or nurse could connect a patient's IV line directly to a catheter sitting in the epidural space. The male to female leur connections on the IV line and the epidural catheters are compatable, making it possible for the connection to occur.======================manufacturer response for primary IV tubing, smartsite infusion set (per site reporter)======================we have notified the manufacturer and are awaiting their response.